Event description:
According to the account, the device was clamped on the bowel by the physician and would not activate when the hand button was pushed. There was a hole in the bowel when the instrument was removed. The hole in the bowel would be anticipated as the intent of clamping down on the bowel would be to cut it. No negative patient outcome was reported.

Manufacturer narrative:
The device in question was returned to the manufacturer, inspected, and performance tested. The device passed visual inspection and the routine self test when connected to a compatible ultrasonic generator and controller. The device functioned normally when activated using the hand control buttons. The passed all performance tests including 25 cuts of simulated tissue (beef muscle). The error stated by the user facility could not be duplicated and no indication of a device malfunction could be found through extensive performance testing.